Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional checks and visual inspections were performed. The customer problem was not confirmed as the flow rate was in normal parameters. The pump passed all functional tests and performed as intended after analysis and repair.

Event description:
It was reported that the delivery rate was too high. There was no patient involvement.